Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an ablation procedure to treat atrial fibrillation a faradrive steerable sheath was selected for use. At some point it was observed that the sheath valve was leaking. No patient complications occurred. No further details were provided. The device has been disposed of and will not be returned for analysis.